Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately low compared to another device (accu-chek). The reporter claimed obtaining a blood glucose reading of¿50 mg/dl¿ on the subject meter . No exact reading was given for the other device. The tests were performed within 30 minutes of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.